Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: ms3500-15 batch#: unknown it was reported by the customer that rn spiked antibiotic with secondary tubing. Secondary tubing broke/detached at the drip chamber spilling antibiotics on ground. Rn removed tubing from room and obtained a new bag of antibiotics verbatim: rcc received a complaint via email. Email(s) attached. Injuries or adverse event: no.

Manufacturer narrative:
The customer reported the tubing detached during infusion, and returned one sample of material ms3500-15, lot unknown. Upon initial visual examination, the set verified the complaint of separation. The set was separation at the drip chamber and tubing connection. Under microscope evaluation, insufficient solvent was found on the tubing. A corrective and preventative action was opened by the manufacturing plant to address drip chamber separations on the ms2500-15 set. The action creates support for the solvent dispenser which ensures the correct dimension and alignment of the tube when making the insertion. A device history record review could not be performed because the lot number is unknown.

Event description:
Additional info: this was reported 19-11-2024